Event description:
It was reported that the insyte 22ga x 1.0in catheter tip broke during use. The following information was provided by the initial reporter, translated from spanish to english: "the catheter breaks the tip, which is damaged."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0195659, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the tip of the catheter was damaged. It was also found that there was corrective maintenance performed on the catheter tipping machine that could have contributed to this defect. Therefore, based off the provided photo and maintenance history the engineer was able to verify the reported defect. It was determined that this defect was caused by the catheter tipping machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 22ga x 1.0in catheter tip broke during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter breaks the tip, which is damaged."